Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 5mg/ml at 4.99mg/day, bupivacaine 10mg/ml at 9.98mg/day, droperidol 25mcg/ml at 249.5mcg/day and morphine 5mg/ml at 4.99mg/day via an implantable pump. The indications for use were non-malignant pain and lumbar radiculopathy. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump stalled on the (B)(6), recovered and then stalled again over the weekend and had not recovered. There were no reported patient symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the actions and interventions taken to resolve the motor stalls was the pump was put into minimal rate and the company representative summoned to evaluate the pump. Per the healthcare provider they hope to have the pump replaced, but need authorization from (B)(6). No further complications were reported or anticipated.